Event description:
It was reported that balloon damage occurred. A 10mmx3.25mm wolverine coronary cutting balloon was selected for percutaneous coronary intervention (pci). During preparation, it was noted that the balloon was torn from the beginning, so the inflation could not be performed. The procedure was completed with another of the same device. No complications were reported, and the patient was stable after the procedure.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual and tactile examination revealed no issues with the hypotube shaft and no kinks or damages with the polymer shaft. A detailed microscopic examination of the balloon material identified a balloon pinhole 2mm proximal from the proximal markerband. It was also noted there was a large build of blood in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. There were no signs of tip damage. An attempt was then made to inflate the balloon to 12 atmospheres as per wolverine instructions for use, however, a leak was noted coming from the pinhole at 2mm proximal from the proximal markerband.

Event description:
It was reported that balloon damage occurred. A 10mmx3.25mm wolverine coronary cutting balloon was selected for percutaneous coronary intervention (pci). During preparation, it was noted that the balloon was torn from the beginning, so the inflation could not be performed. The procedure was completed with another of the same device. No complications were reported, and the patient was stable after the procedure.